Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use indicates that a vessel perforation is a potential adverse event that may occur and/or require intervention. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
Orbital atherectomy (oa) treatment was selected for a surgical turndown patient, with a balloon pump inserted for support. Oa treatment was performed in the left main (lm) to ostial left anterior descending (lad) artery and in the ostial circumflex, with imaging performed between passes. During preparation to exchange the guide wire, the patient became hypotensive and imaging identified a vessel perforation. The location of the perforation could not be determined and was resolved with placement of two stents and a pericardial drain. Stent placement was continued in the lm and lad to complete the case. The patient remained stable and was transferred to the hospital for observation, with the pericardial drain still in place. As of (B)(6) 2021 the patient has been discharged. Per the physician, the cause of the perforation was the weak vessel wall.